Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of hospitalization. The customer also reported that she experienced high blood glucose. The customer's blood glucose was around 400 mg/dl at the time of the incident. The customer stated that she had been treating her high blood glucose with manual injections. The customer stated that the insulin pump was removed during the hospitalization and was not on the insulin pump for more than 48 hours. The customer declined to be transferred to the help line. The insulin pump will not be returned for analysis.